Event description:
My son was asleep with his enuresis alarm in bed when the alarm overheated and leaked out batteries on his clothes. The heat from the alarm has caused him to wake up in his bed and with a small burning and stinging sensation. Although not injured, he's scared that he nearly got burnt with the alarm. It was extremely hot to touch and if in contact with skin for extended period of time, would easily cause burns. He was safe with minor burns.